Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the tpo100b solo transportable concentrator battery indicates a 4% level when charging. Dealer states that when he checked the unity found that one of the integrated chip in the pc board was burnt.